Event description:
A malfunction alarm was reported, identified by code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs.